Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: a review of the pump¿s history showed a low battery warning recorded on 09/18/2013 at 03:57. The battery was not replaced at this time and at 08:54 the pump began to continuously reboot due to a dead battery. The battery compartment was returned cracked at the threads. The battery cap was not returned with the pump; a test cap was able to tighten on to the pump and the pump was able to power on and stay powered on successfully for the 24 hour duration test. The pump cover was removed and no internal moisture or intermittent connections were observed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that they were experiencing intermittent power with their pump. The patient stated that after replacing the battery on their pump it would not properly power back on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.